Event description:
It was reported that at the end of a hip surgery the physician was changing the height of the head of a large orthopedic table. As he was lowering it down it caught the absorber area of the anesthesia machine and pulled the anesthesia machine over to the right side of the pt. The machine fell onto the floor along with other monitors that were on top of the machine. The pt had received an epidural and was not being ventilated by the machine during the case. It was reported that no one was injured.